Event description:
A customer reported that the system's footswitch presented a problem during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer replaced the nonconforming footswitch for a conforming footswitch to complete the procedure. The customer ordered a new footswitch to address the nonconformity. No additional info was received and the service record was closed. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).